Manufacturer narrative:
Age at time of event: 18 years or older. The coyote es mr 3mm x 40mm x 146cm was returned for analysis. The balloon was loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that there is a pinhole in the balloon at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 17-may-2019. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced but unable to cross the lesion. The procedure was completed with a 1.5mm coyote balloon catheter. No patient serious injury nor complications were reported. However, returned device analysis revealed balloon pinhole.